Manufacturer narrative:
As reported, a 5f mynxgrip vascular closure device (vcd) could not be deployed. Hemostasis was achieved by manual compression. There was no patient injury reported. The mynx vcd was used in a diagnostic procedure using a retrograde approach. The device was used with a 5f unknown sheath. There was no vessel tortuosity noted. Manual compression lasted 20 minutes. The user fully shuttled down the device, encountered no significant resistance, and did not apply unusual force during sheath retraction. The advancer tube was not visible. The physician was certified to use the device, which showed no visible signs of damage prior to use. Angiography confirmed a suitable femoral artery with an insertion angle of 30¿45 degrees, vessel diameter =5 mm, and no significant calcium deposits, plaques, stents, or >50% stenosis at or near the puncture site. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. One non-sterile 5f mynxgrip vascular closure device involved in the reported complaint was returned for investigation. Visual inspection showed that the shuttle was engaged to the black handle and the stopcock was in the open position, with a cordis mynx syringe attached to the unit. The catheter sheath introducer (csi) was not returned for this evaluation. The sealant sleeve protection, which normally protects the sealant in its manufactured position, was found displaced on the catheter shaft, while the sealant itself was exposed and positioned near the shuttle tip. The advancer tube was found in its manufactured position. Additionally, during visual comparison, a discrepancy was noted between the received device and the reference photos included by the decontamination lab. In the reference images, the sealant sleeve protection is shown in its manufactured position, not displaced from the shuttle, while the returned device showed the sealant sleeve protection displaced from the shuttle and situated on the catheter shaft. Per functional analysis, the inflation/deflation test was executed, and no issues related to the reported event were observed, as the balloon inflated and deflated as expected. Since the sealant was received in an exposed condition, a full deployment simulation could not be performed. However, a shuttle displacement test was conducted. The sealant was first removed manually to allow the sealant sleeve to be repositioned into its intended location. This step was required to properly evaluate the shuttle advancement mechanism. Once the sealant sleeve was repositioned, the shuttle cartridge was advanced and subsequently retracted to the black handle without any issues, confirming that the mechanism operated correctly after the sealant was removed. The advancer tube was also observed to engage and deploy properly. An additional test was performed by holding the unit vertically from the handle with the shuttle engaged, and it was observed that gravity did not promote disengagement of the shuttle. The reported event of ¿sealant-failure to deploy-advancer tube¿ was not observed through analysis of the returned device since the advancer tube passed functional analysis and deployed properly. The exact cause of the issue experienced by the customer could not be conclusively determined during product evaluation. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the failure to deploy event reported. However, procedural/handling factors, such as an incomplete engagement of the advancer tube during deployment (even though it was reported that the user shuttled down completely), possibly contributed to the issue reported by the customer since there were no anomalies noted to the advancer tube engagement during functional analysis. It was also noted that the device was returned with the sealant sleeve in its manufactured position, indicating that the shuttle may not have been advanced (shuttled down) into a sheath. Therefore, it is unlikely that this device was shuttled into a procedural sheath in order to attempt deployment, unless the sealant sleeve placement was manipulated after the procedure. According to the product¿s instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the product analysis, nor the information available for review suggests that the failures noted could be related to the design or manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f mynxgrip vascular closure device (vcd) could not be deployed. Hemostasis was achieved by manual compression. There was no patient injury reported. The mynx vcd was used in a diagnostic procedure using a retrograde approach. The device was used with a 5f unknown sheath. There was no vessel tortuosity noted. Manual compression lasted 20 minutes. The user fully shuttled down the device, encountered no significant resistance, and did not apply unusual force during sheath retraction. The advancer tube was not visible. The physician was certified to use the device, which showed no visible signs of damage prior to use. Angiography confirmed a suitable femoral artery with an insertion angle of 30¿45 degrees, vessel diameter =5 mm, and no significant calcium deposits, plaques, stents, or >50% stenosis at or near the puncture site. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. The device is being returned for evaluation.